Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the batteries lasted 45 minutes (expected 135 min). The batteries were not expired, the batteries were scrapped. The fse replaced the main batteries ((B)(6)) and all functional and safety checks were done. The unit was cleared for use.

Event description:
It was reported by the fse that during a pm the batteries of cs300 intra-aortic balloon pump (iabp) did not last for pm. No patient involvement.